Event description:
It was reported that the customer experienced a blood glucose (bg) level of 537 mg/dl, with high ketones; cause was unknown. Customer gave a manual injection and went to the hospital. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.